Event description:
Test was performed on a pt in the emergency room at 4:16pm with a result of 354mg/dl. The pt was tested on a different device at 4:20pm with a result of 230mg/dl. A lab test was performed and the result was in the 800's. The pt tested at home and received a result of 600 plus mg/dl. The pt bought device to the emergency room and retested and the result was 500 plus mg/dl. The customer was admitted for diabetic ketoacidosis. The pt was given an IV of saline with 10mg of reglan after the lab result. A request was made for the return of the suspect device and replacement product was sent.